Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh and a bard marlex mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and for cystocele repair. The patient underwent the concurrent procedure of epigastric hernia repair during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia, chronic vaginal discharge, frequent mesh exposures and vaginal scarring. It was reported that the patient underwent mesh removal on (B)(6) 2005. It was reported that the patient underwent vaginal exploration under anesthesia on (B)(6) 2005 because the patient felt something in vagina. It was reported that the patient underwent mesh removal on (B)(6) 2006 and (B)(6) 2006. It was reported that the patient underwent mesh removal on (B)(6) 2009. It was reported that the mesh product was removed due to sling erosion and the mesh could be felt sticking through the vaginal wall. It was reported that the mesh product was removed due to erosion of the cystocele mesh through the vaginal wall. It was reported that the patient underwent surgery for stress urinary incontinence on (B)(6) 2009 and an advantage mid-urethral sling was inserted. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.